Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. The customer's blood glucose level was reported to be 165.6mg/dl, and their sensor reading was 81mg/dl. It was reported that the difference was found to not be within the acceptable range. Troubleshoot was reported to be conducted. It was reported that the sensors would be replaced and returned for analysis.